Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was in a serious car accident and was struck at 50mph. Since the accident, the patient hasn't been able to feel stimulation, but has been reprogrammed by their managing healthcare provider's (hcp) nurse practitioner and was able to regain the stimulation sensation. They went through different settings and ended up using program 2 because it was the "best responsive one." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 3093-33, lot# va0jpbu, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reporting a lead migration and revision being done on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.